Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were thoroughly inspected and tested as applicable. The evaluation was as follows: esu the generator was found to be functioning as intended on january 27, 2026. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. Two-pedal footswitch the two-pedal footswitch was examined on site. It was determined that repairs and modifications were performed by unauthorized persons. This most likely contributed or caused to the loss of pedal force feedback which could have led to continuous activation. No anomalies were found in the device history record (DHR) of the esu or footswitch. Unrelated to the events, it was noted that per the available image, the erbe neutral electrode cable showed a lack of insulation over a length of several centimeters. The exposed wires were observed to be improperly repaired with weld spots that could have an effect on the functioning of the neutral electrode detection.

Event description:
It was reported that a vio® d two-pedal footswitch was involved in two (2) patient incidents during an esd on the stomach wall and a polypectomy. In each of the incidents, the footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 200 d, part number (p/n) 10140-200, serial number (s/n) (B)(6)]. An erbe neutral electrode cable [p/n 20194-080, s/n (B)(6)] was used in the procedures with no other information provided regarding any other accessory or esu settings. Per the complainant, in each procedure, the cut mode "remained activated even after the footswitch was released" and the esu was "immediately discontinued." In each case, a thermal lesion occurred, and the affected respective areas were flushed with saline solution. No further details of the thermal lesion were provided in each incident. No extended hospital stay was necessary in each of the events.